Event description:
The rptr indicated that the device's serial number could not be recognized and it was pacing vvi at 70. The pt had received about 20 shocks during the first month (11/98), but no more since then. The rptr also stated that attempts were made to restore the serial number, but it was not successful.